Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of two reports (3007042319-2015-00939 and 3007042319-2015-00940) submitted for devices related to the same event. Device remains implanted.

Manufacturer narrative:
Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00939 and 3007042319-2015-00940) submitted for devices related to the same event.

Event description:
Information was received from (B)(6) that the hospital reported that multiple e-faults occurred on (B)(6) 2015 and the perfusionist sent pictures of contamination within the driveline connector. A manufacturer's field safety engineer was on site the same day and inspected and performed a driveline cleaning. External visible inspection showed a clear driveline cable. Internal visible inspection showed a "white/colorless slimy substance" within the driveline connector and controller socket. A cleaning procedure was performed to remove the contamination from the driveline connector per manufacturer's procedure. The patient was in the intensive care unit; no prep was required. Two cleaning cycles were necessary with a pump-off time of about 60 seconds each. The patient tolerated this very well. The controller, which was also contaminated, was removed from service. There was no effect on the patient. This is report 1 of 2.